Event description:
Roche diagnostics (a distributor of data innovations' instrument manager software) reported an issue to data innovations (di) on behalf of (B)(6) on (B)(6) 2021: an initial result for a bhcg test (pregnancy test) was received from the analyzer with a result value of '10000' and error code '26. The sample was held based on a configuration setting and then rerun for dilution. The next result received was a blank result for an insufficient sample, the result was held again, and a configuration value changed the result to be <1,000,000. While the rerun was running, the lab tech manually released the original result before the dilution was complete. This was reported as a critical/positive result and the patient was admitted to the hospital. This is not a malfunction of instrument manager. Report is being submitted due to data innovations becoming aware that the patient was admitted to the hospital. FDA safety report ID# (B)(4).